Event description:
This case was initially received via regulatory authority (reference number: mw5094587) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("numbness in her legs"), arthralgia ("severe joint pain"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, hypoaesthesia, arthralgia, alopecia and migraine outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, hypoaesthesia, migraine and pelvic pain with essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5094587) on 10-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), back pain ("back pain"), hypoaesthesia ("numbness in her legs"), arthralgia ("severe joint pain"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain, hypoaesthesia, arthralgia, alopecia and migraine outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, hypoaesthesia, migraine and pelvic pain with essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.